Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. Reason for revision was not provided. Further information regarding this report was not made available to customer quality. The initial reporting indicates depuy's inability to obtain the patient's medical records and x-rays or details regarding the availability of the explanted product(s) relating to both the original implant and revision procedures. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Mom revision. Reason not provided.